Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a root cause for the reported difficulty removing the guidewire, however it is likely related to operational context. It may be possible that during the attempt to cross the lesion, while pushing against resistance, the pressurewire was damage/kinked resulting in resistance/difficulty during removal; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure in the moderately tortuous and mildly calcified left anterior descending artery. Percutaneous coronary intervention (pci) was performed and the pressurewire x was used to protect the diagonal branch and at the same time monitor rfr. After stenting, resistance was met when pulling back the pressurewire x through the stent to the guiding catheter. All devices were removed as a single unit. The procedure was completed without post-pci ffr. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.